Event description:
Customer reported a patient, later confirmed to have passive anti-d, did not react with vra158. Initial antibody screen was positive. Customer states that none of the d+ cells of vra158 reacted when tested on the provue. In manual gel, with a 30 minute incubation, cell 3 reacted. Reactivity was observed on the provue when samples were tested against vrb156.

Manufacturer narrative:
Ocd performed retained testing and a batch record review. All results were satisfactory. No erroneous results were reported by the customer. (B)(4).